Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lack of image was due to a faulty connector. However, the specific cause of the faulty connector was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had no image. The event occurred during preparation for use of a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty scope socket when using series 190 scopes. Additional findings are as follows: front panel mouth was cracked; bad scope socket, no image; non-olympus lamp and non-olympus lamp life meter was reading at 40 hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.